Manufacturer narrative:
(B)(4). Concomitant medical products: mitraclip system, steerable guide catheter, 1 implanted mitraclip. The customer reported the clip was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The other clip delivery system (60108u159) is filed under a separate medwatch report number.

Event description:
This is filed to report that after deployment, the second clip (60205u111) detached from one leaflet, and remained attached to the other leaflet, resulting in severe mitral insufficiency which lead to patient death. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. The first clip delivery system (cds 60108u159) was advanced to the leaflets. Grasping was difficult due to the anatomy. The clip was deployed, reducing the mr to 2+. The second cds (60205u111) was advanced to the leaflets. Grasping was difficult, and there was interaction with the first clip. The first clip then detached from the anterior leaflet, and remained attached to the posterior leaflet (single leaflet device attachment/slda). The mr had returned to 4. The second clip was successfully deployed to stabilize the slda clip and reduce the mr to 1-2. The patient was confirmed to be stable post-procedure; however, on (B)(6) 2016, it was noted that the second clip detached from one leaflet (slda) and the patient died due to severe mitral insufficiency from the slda. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The reported patient effects of worsening mitral regurgitation (mr) and death, as listed in the mitraclip system instructions for use are known possible complications associated with mitraclip procedures. This event was further reviewed by an abbott vascular senior medical advisor. The reviewer noted the single leaflet device attachment (slda) of the second clip was certainly favored by the challenging conditions, but limited information is available. The reviewer continued that death occurred a result of recurrent mr and device causality is likely favored by challenging anatomy and possible technically misguided maneuvers. All available information was investigated and the reported difficulty grasping appears to be related to challenging patient morphology/pathology. The reported device causing damage to another device (second clip contacting first implanted clip) appears to be a result of user technique, as the second clip contacted the first implanted clip during placement; as a result the first clip was knocked off the posterior leaflet. While it is possible that the difficulties encountered during the procedure contributed to the slda of the second clip, it is most likely that the tethered and flailed nature of the leaflets influenced leaflet insertion in the clip; thus contributing to the slda of the second clip. Lastly, the reported patient effect of worsening mr and subsequent patient death were a result of procedural conditions due to the slda of the second clip. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.

Event description:
Subsequent to the initial 30-day report, it was confirmed that the second clip detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda) and the mitral regurgitation (mr) returned to 4. No additional information was provided.